Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. The lens intraoperatively implanted, removed, and replaced for a longer length lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).